Event description:
The 28 eea stapler misfired, the safety broke and it cut but did not fire any staples. Stapler was removed from field and a new one was opened. New load for contour stapler was also opened. Second stapler worked correctly.